Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination revealed external insulation abrasions breaching the optim sheath, nonfunctional cable lumen and etfe coating of the nonfunctional cable, proximal to the suture sleeve tie impressions, consistent with friction to the device can.

Event description:
During lab analysis, the right ventricular lead was noted to have insolation abrasions.